Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was due to cardiac arrest. The patient passed away in their home. It was reported that the patient experienced a cardiac arrest event and passed away on the same day. Apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.